Event description:
Pt had extreme pain in her knee since awaking from the surgery. She has consulted several doctors and continues to be in severe chronic pain requiring daily doses of vicodin and oxycodone. Complainant has researched the optetrack device and believes it was or should have been part of a previous exactech recall (res 2928).